Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 50 mg/dl and lost consciousness. The customer¿s son assisted by waking the customer up and providing carbs and glucose nasal spray for treatment of bg level. Reportedly, the customer consulted their health care provider to discuss their settings, and were adjusted to better fit the needs of the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.